Event description:
It was reported that during a tension free sling procedure, the tissue tore into two pieces when pulling up the trocar. The broken piece was retrieved using alice clamps without any further difficulties. A new kit was opened and the procedure was successfully completed.

Manufacturer narrative:
No sample was provided for evaluation. Following a review of the device history record for the reported lot number, all process and test criteria has been verified as complying with the finished product specification. When checked at grading, all tests of thickness/dimensional conformance have met the acceptance criteria. Bulk sheets were subjected to thickness measurement and all were verified as meeting the nominal thickness requirement. Dimensional inspection of product associated with the reported lot number showed all pieces were inspected in accordance with the manufacturing procedure. The investigation concluded satisfactory processing of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product thickness/dimensional conformance concerns. 1069='nl'. Baseline report previously filed.